Event description:
The customer reported to olympus that the duodenovideoscope had reduced angulation and the elevator not working properly. The issue occurred during reprocessing with no procedure involved. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the forceps elevator has foreign material of a yellowish/brown color. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the universal cord has a scratch, the scope cover has a scratch, the distal end cover has a dent, the forceps elevator wire is completely cut off, the adhesive on the bending section cover is detached, the image guide protector has a scratch, the connecting tube has a scratch, there was reduced angulation, the grip has a scratch, the forceps elevator level is deformed causing the up down knob to not be securely locked, the suction connector has a scratch, due to wear of the angle wire, the play of the up down knob is out of the standard value, the adhesive around the light guide lens has discoloration, the scope connector cover unit has a scratch, the light guide bundle has breakage, the distal end cover has a scratch and due to the wear of the angle wire the play of the right left knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf type 150 operation manual chapter 3 preparation and inspection tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.